Event description:
It was reported that the implantable neurostimulator (ins) stopped working. It was noted that the patient started experiencing pain "about a year ago" and the patient did not have the device checked at the time. The reporter stated that about two months prior to the report the patient went to her primary doctor but he did not check the device. The patient was not able to recharge the ins. It was noted that the patient sat for 12 hours and could not get the ins to charge. Patient stated they were "giving up." It was noted that the patient wanted the ins taken out. It was further noted patient had lost a lot of weight and ins was painful when patient sat back. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).